Event description:
It was reported by the patient's daughter that she was told by the technician that the device was not storing information regarding the patient's "fainting" episodes. Additional information obtained through follow up indicated that the device and system were functioning normally. No further patient complications were reported as a result of this event.

Event description:
It was reported by the patient's daughter that she was told by the technician that the device was not storing information regarding the patient's "fainting" episodes. Additional information obtained through follow up indicated that the device and system were functioning normally. It was further reported that the device was explanted and replaced due to normal battery depletion. No further patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.